Event description:
The customer contacted stryker to report that their device powered off by itself, then later, the device was unable to power on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. Stryker did observe unrelated damage to the device, however the customer declined to have the device repaired. Stryker scrapped the customer's device at their request. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself, then later, the device was unable to power on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Event description:
The customer contacted stryker to report that their device powered off by itself, then later, the device was unable to power on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Section h h6 health impact code MFR report # follow up #2 indicated: problem identified during non-clinical procedure. Section h h6 health impact code MFR report #follow up #2 should indicate: no health consequences or impact.

Manufacturer narrative:
Stryker was made aware that the reported issue occurred during a patient event. Section a has been updated as applicable. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device powered off by itself, then later, the device was unable to power on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.